Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage occurred at site near cannula. Infusion set was used for three to four days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.